Event description:
The pt experienced increased pain. A myelogram was performed and showed a catheter tip granuloma. The pt was given unspecified oral medications and the pump dosage was deceased. Surgery is being planned to pull the catheter back. The pump was used to deliver hydromorphone, bupivicaine and clonidine. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Catheter.